Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump failed battery test. Customer cannot recall their blood glucose reading. Troubleshooting for failed battery test was not completed. Customer will be receiving new battery cap to see if it can resolve the issue. Customer also reported blank display but the display returned after inserted new battery. Insulin pump will not be returning for analysis.